Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Engineering investigation confirmed and reproduced the reported reported symptom of system error 105. It was diagnosed the motor's built in encoder was receiving weak pulses. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.